Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was not returned. A photo was provided showing the clear lens model positioned incorrectly in the lens case. One haptic appears to be broken and/or torn in the gusset area and the opposite haptic appears to be broken (or torn) at the gusset area and broken in the distal area. Viscoelastic appears to be present on the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Based on our observation of the attached photo, the haptic is broken and clinical solution appears to be present on the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Another company lens was used to complete the implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic of the lens was partially missing. The surgery was completed on same day with identical one.